Event description:
Product analysis was performed on the lead that was opened and not used during the revision surgery due to high impedance detected on the m1000 generator. The lead was returned in one intact portion and four sets of setscrew marks were observed on the connector pin, which provided evidence of a proper mechanical connection at one point. Specs of blood were found on the lead which indicated that the lead was attempted to be used, and the condition of the returned lead assembly, including the electrodes, was consistent with conditions that typically exist following an attempted implant procedure and do not indicate that the returned lead would be the causation of the reported high impedance. There was no evidence to suggest any anomalies with the returned lead. No further relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter.

Event description:
It was reported that during an initial implant surgery for the patient, high impedance was detected. Patient was implanted with a model 1000 generator and the impedance reading was just above the limit for normal impedance. The surgeon attempted to troubleshoot the high impedance by reinserting the lead pin, irrigating the nerve, ensured all electrodes were still attached and checked for bubbles and condensation in the lead. Following the troubleshooting steps, the lead impedance was still showing high. The surgeon made the medical decision to replace the lead. Once the lead was replaced the impedance was within normal limits. The device history records were reviewed for the generator and the lead that was opened but not used and no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Additional investigation is underway. No further relevant information has been received to date.